Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd 3ml syringe luer-lok tip with bd precision glide needle experienced leakage. The following information was provided by the initial reporter: medication leaked from the stopper during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2022 h6: investigation summary three samples with open packaging were received by our quality team for evaluation. From the samples, the team observed a damaged syringe and printing rub off on the barrel surface. No abnormality was observed on the stoppers. The returned samples subjected to leakage testing and failed the specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the samples received, it was observed that the syringes were damaged and the printing on the barrel surface was rubbed on. The team has investigated different sections of the machine. There is a leak test station at the assembly machine to check if the stopper is assembled properly. The part will also be rejected if there is any damage or cracks on the barrel surface. Therefore, the potential area which could lead to the reported defect could be the assembly station. The probable root cause could be due to the cam follower bearing located at the needle assembly station is ceased. The worn-out bearings force the internal wear and tear of the driver, causing the syringe damage. Checking the condition of the cam and follower bearing at the needle assembly station and changing and replacing if required will be added into the yearly preventative maintenance checklist.

Event description:
It was reported that 3 bd 3ml syringe luer-lok tip with bd precision glide needle experienced leakage. The following information was provided by the initial reporter: medication leaked from the stopper during use.